Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient/procedural conditions. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of mitral stenosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional implanted mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The baseline pressure gradient was 1mmhg. The first clip (70922u222) was implanted. It was noted that the pressure gradient increased to 7mmhg. A second clip (70918u137) was implanted, reducing the mr to 1-2. After the second clip was implanted the pressure gradient was 8mmhg. A third clip delivery system (cds) was advanced; however, the clip was not implanted as it was determined to be too high risk for mitral stenosis. No additional information was provided.